Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the event was unknown. The patient was hospitalized for a different indication and was diagnosed with peritonitis. The patient was treated with tobramycin and vancomycin (both intraperitoneally, doses, frequencies and durations were not reported) for peritonitis. Three days after onset, the patient was recovered from the cloudy effluent. No additional information was available.